Manufacturer narrative:
Internal blood leak can occur due to damage to the hollow fibres. No further info is expected for this event and the case is considered closed. The root cause of this event cannot be determined.

Event description:
Customer complaint blood leak during treatment. The blood loss was minimal. No patient harm and no medical intervention was necessary.